Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the flow adjustment knob fell off of the unit during use. There were no reports of any adverse consequences.